Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
It was reported that the pump dispensed insulin during the load cartridge step. A family member said that she was replacing the cartridge when the issue occurred. She noted that all of the insulin in the cartridge was pushed out. At the end, the pump displayed the message "no cartridge detected." There was no allegation that the patient was attached to the pump at the time of the event and no blood glucose excursions reported.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.